Manufacturer narrative:
Getinge service rep evaluated the sterilizer and determined that the door closed limit switch was stuck in the "made" position causing the sterilizer controls to think the door was closed when it wasn't. Consequently when the operator pressed the close door button the sterilizer controls attempted to seal the door and steam shot out from behind the gasket. The getinge rep removed the door limit switch from the machine and determined that the rubber dust boot internal to the switch was damaged/torn and had folded in a way to cause the switch to fail. The damaged switch is being returned to getinge engineering for further investigation as to cause of failure. Unit is under regular preventive maintenance with getinge service. Unit was repaired, parts replaced and is functioning to specification.

Event description:
Operator pressed the close door button, the power door moved up a few inches and then steam came shooting out of the upper right side portion of the chamber from behind the gasket. The steam did not contact any personnel and no injuries were reported.